Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that different lipase (lip) results were obtained on a patient sample on an advia 1800 instrument. Siemens investigated the event and determined that there were no reports of issues with quality controls or calibration. The cause of the different lip results obtained on the patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
An elevated lipase (lip) result was obtained on a patient sample on an advia 1800 instrument. The sample was repeated on the same instrument, resulting lower. It is unknown if the customer reported any lip result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the different lip results obtained on the patient sample.